Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found bending section rubber stretched, bending section rubber glue peeled. Image on evis goes off upon manipulation of the image guide tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope screen blacked out and showed no image. The issue was found during ion navigation bronchoscopy. The procedure was completed with a minimal delay using another bf-1t180 ( evis exera ii bronchovideoscope). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely due to a damaged charged coupled device (ccd) as a result of user handling. The event can be detected/prevented by following the instructions for use section below: "·inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.